Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, when cutting and suturing the stomach, the surgeon was able to press the green button and squeeze the handle but the device did not fire. The surgeon reopened the same reload and handle then continued the operation. There was no patient injury.